Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall occurred in the event logs at 1126 following an MRI. No motor stall recovery was noted as of 1250. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.